Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that a 2.0mm drill bit was broken during an ankle orif, and that the broken drill point was left in the patient. The procedure was completed successfully, no adverse consequences or surgical delay were reported, and there is no plan to remove the broken piece from the patient.